Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on (B)(6) 2021 and installed at the customer's site on (B)(6) 2021. A lumenis service engineer visited the site two (2) days after the reported event and examined the laser system. Upon troubleshooting, the engineer found 10 pin connector on pyro/shutter pcb not fully seated and 5mm locking nut on shutter solenoid was stripped and not securing solenoid in place. Connection secured and 5mm nut replaced, properly securing shutter solenoid and after reconfirming it's operation, the engineer returned the system to the facility in working order. A review of historical product complaints shows that the same malfunction of shutter failure has not led to serious injury in the past. A review of system risk files ((B)(4) rev af) revealed risk #2.4.2; system failure which have the potential to lead to ineffective treatment which may require prolonged procedure -or- re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. The root cause of this failure could not be established, further investigation is ongoing as part of lumenis' commitment to continuous improvement and if there will be a significant change, then lumenis will file a follow-up MDR. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120h laser was being utilized, the system displayed error 152, 153. After twenty minutes delay the procedure was successfully completed with an alternate device. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.